Event description:
The customer reported that the AED will not power on however the customer said that he completed a battery pack self-test to verify the unit was working. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on however the customer said that he completed a battery pack self-test to verify the unit was working. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.